Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. No further information was available. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no lot number was available. Review of event description: a patient was implanted in 2002 with an unknown sulzer thrust plate and now is scheduled to be revised due to unknown reasons. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: neither the product, product/lot numbers, x-rays, operative notes, nor office visit notes were received for a proper root cause analysis. Based on the given little information available, a root cause analysis cannot be conducted. Should any additional information that changes the assessment become available, the case will re-evaluated. Conclusion: neither x-rays, operative notes, nor office visit notes were received for a proper assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. It is only known that a patient was implanted in 2002 with a sulzer thrust plate and now is scheduled to be revised due to unknown reasons. The other components implanted are unknown. Based on the given little information available, a root cause analysis could not be conducted. However, unfamiliarity of the surgeon with the surgical technique or deviations from the surgical technique could have affected the performance of the implant in-vivo. However, many other factors, currently unknown due to significant lack of information, could potentially have had influence on the reported issue. Due to significant lack of information, it is not possible to confirm one specific root cause for the event report. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient was implanted in 2002 with a sulzer thrust plate (reference number unknown) and is now scheduled to be revised due to unknown reasons. As only the year of implantation is known, the last day of the year 2002 was considered as implantation date.